Event description:
It was reported that a lead integrity alert triggered while the patient was cleaning their refrigerator. Non-physiologic oversensing was observed on the stored episodes on both the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead, implanted: (B)(6) 2002. (B)(4).